Event description:
It was reported by service report that the fowler was not going down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Product could not be located for eval by service tech, so it could not be confirmed whether the fowler was able to be lowered electronically or manually.